Manufacturer narrative:
Additional information: it was later reported that the target lesion for onyx trucor was the right femoral artery. Initial reporter number provided. Product analysis summary: the device was returned to medtronic for evaluation. The stent was positioned on the balloon between the marker bands as per position specification. No deformation was evident to the stent wraps. Deformation was evident to the distal tip. The inner lumen patency was verified. No other damage evident to the remainder of the device. Procedural images: procedural images received show both the left coronary system and the right coronary artery (rca) treatment. The rca exhibits multiple lesions diffusely through the vessel. The proximal tight lesion is pre-dilated followed by the attempted delivery of a stent. This stent was withdrawn without deployment, followed by the successful delivery and deployment of another stent across the proximal lesion. The most distal lesion is then treated with stent deployment. After treatment the rca still appeared diffusely diseased with an irregular tortuous profile. The tortuous and calcified nature of the proximal lesion most likely resulted in the delivery of the trucor stent and resulted in the deformation. The left coronary system also contained tight bifurcation lesion that were successfully treated but the stenosis in the bifurcations was not fully resolved. No images of attempted stent delivery and withdrawal without deployment was observed in the left coronary system. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one onyx trucor coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion with 90% stenosis in the mid right coronary artery (rca) and left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. The procedure was completed with another device. The patient is alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.